Event description:
It was reported by a non-medical professional that pt was in a severe motor vehicle accident and approx three months later had a cervical fusion with bone graft and wires from c1-c2. Pt developed pain and elevated red cell counts in spine. Approx 6 years 11 months post-op, pt was found to have "chronic intermittent subarachnoid hemorrhage" and a fractured wire that was directed into brain. A revision surgery was performed the next day to remove fractured wire and close the dura.